Event description:
Customer reported that battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting and callback, and no further action was required.